Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, a patient in a geriatric department of a (B)(6) hospital tore his urinary catheter and the balloon burst. The balloon turned during lifting of the catheter and it was that portion which broke, leaving a beveled end. The end of the catheter had been under the balloon. Event occurred at a point between (B)(6) 2015. No clinical consequences, no part of catheter or balloon remained in the patient (elderly patient). Device not returned as it was contaminated with blood and urine.